Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was returned. The root cause of the optical signal issue is most likely due to patient condition. When conducting the product evaluation in the lab, the optical signal issue did not reproduce and the placement signal was in normal range when the pump was run. The root cause of the placement signal issue is most likely due to patient condition.

Event description:
The complainant had a cp pump to support a patient undergoing high-risk percutaneous coronary intervention (hrpci). The pump triggered an "unreliable placement signal" alarm, which did not correlate with invasive monitoring. The pump remained in use for continued support. No harm or injury was reported.